Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was fractured approximately 11.5 cm from the hub. The fractured location also showed stress marks along the catheter shaft from bending of the catheter prior to the facture and the support coil was exposed. There was no visible stretching of catheter shaft components. Conclusions: evaluation of the returned device revealed that the ace68 was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced at extreme angles, damage such as this may occur. Further evaluation of the returned device showed stress marks from bending of the catheter shaft during use. The non-penumbra microcatheter and non-penumbra sheath referred to in the complaint was not returned to penumbra for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician felt resistance advancing the ace68 over a non-penumbra microcatheter and within a non-penumbra sheath, and therefore the ace68 was removed. Upon removal, the physician noticed the ace68 was fractured 15cm away from its proximal end. The procedure was therefore completed using a new ace68, and the same sheath and microcatheter. There was no report of an adverse effect to the patient.